Event description:
It was reported that the handpiece becomes hot. There is no report of pt involvement or adverse consequence with this event. Several attempts have been made to obtain further info, but were unsuccessful.

Manufacturer narrative:
The product was rec'd for investigation, however, the alleged complaint could not be duplicated. Maintenance was performed and the hand piece was returned.